Manufacturer narrative:
(B)(4). Date sent: 7/15/2024. B3: exact event date unk, entered 1/1/2024 as only the year was provided. D4: batch # 761c84 d4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. E1: unknown reporter. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with a gst60b reload loaded on the device. The reload was received partially fired 1/16. Upon visual inspection, the manual override door was noted to be out of position; however, the lever bailout was damaged. The device was disassembled to verify the condition of the internal components and the lever bailout was damaged due to interaction with the cam bailout. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, the returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. No abnormal noises were noted during functional testing. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. It is possible that an outside the normal use force was applied on the lever bailout as it was pushed down once the device was bailout. Please reference the instruction for use for more information. Device history review: a manufacturing record evaluation was performed for the finished device batch number 761c84, and no non-conformances were identified.

Event description:
It was reported that during an unk procedure, the device was ¿chattering¿ throughout firing and stops during firing. No patient consequences were reported. A new device was used to complete the procedure.